Event description:
Consumer complaint of low blood glucose results. Performed blood test at time of call - 24 mg/dl. Customer ran blood test on new vial of test strips - 177mg/dl, which customer says is about right. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).